Manufacturer narrative:
During a onsite visit the fse (field service engineer) was not able to duplicate customer reported event. The fse performed system verification and replaced shutter ii as a preventative measure. The fse completed surgery day standby and no issues were observed. The system is operating within specifications. The sample was received for failure analysis. The problem cannot be reproduced. The shutter worked without any issue. No deviation in the function of the shutter can be detected during testing. The reported problem seems to be a one time error and no further actions will be performed due to no trending is detectable. No technical root cause was identified as the product was found to be within specifications. (B)(4).

Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. (B)(4).

Event description:
A customer reported that a patient was under corrected due to multiple treatment interruptions. The laser was reset and the treatment continued where it left off. An error message displayed each time treatment was interrupted but was different every time. The treatment showed to be completed. There is no further treatment planned.